Manufacturer narrative:
Device passed displacement test. However, pump error 63 during the self test. Also, pump error 63 alarm (variableinfo=3) confirmed in the device history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. Customer was performed self test and it did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.